Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that during service evaluation the renasys touch device was found unable to generate and control negative pressure due to a defective motor and mainboard. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed the device was unable to generate negative pressure, establishing a relationship with the event reported. The root cause has been determined as a vacuum motor and main circuit board failure. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review found further similar incidents reported in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the visible dents and showed failure 8091. Additionally, during service evaluation, the renasys touch device was found unable to generate and control negative pressure. No patient involved.